Event description:
Related manufacturer reference number: 2017865-2022-21294; related manufacturer reference number: 2017865-2022-21296; related manufacturer reference number: 2017865-2022-21297. It was reported that the patient had their implantable cardioverter defibrillator, right ventricular lead, right atrial lead and left ventricular lead explanted due to infection. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and a visual inspection found no anomalies except for procedural damage.